Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), which occurred during drain 3. The technical service representative (tsr) assisted the home patient (hp) as the hp stated her transfer set became disconnected. Per the hp thinks the connection was loose. The tsr advised the hp that air had entered the setup. The hp had already recycled power and the hc displayed system error 2367. The tsr advised the hp would need to start over with new supplies or use a manual exchange. The hp stated she connected herself back up and the hc was priming now. The tsr had the hp press stop and disconnect self. The tsr explained the hp cannot use this setup and should not have reconnected if transfer set became disconnected from patient line. The hp would do a manual exchange. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2012. The nurse stated the following: the patient was still performing therapy and the cause was the patient tried to go to the bathroom and ran out of line and the transfer set separated from the titanium adapter and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 (air in set) is not confirmed and the cause was not identified because there was no sample returned to baxter, the lot number was not provided, a baxter employee did not identify the alarm in the event log of a returned device, and the user did not verbally provide sufficient information to identify the cause of the alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.